Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during thyroidectomy procedure there were issues with the nim console remaining silent when the stimulating probe was used. During troubleshooting the staff removed the cords from the patient interface of the nim vital and it was noted that some of the metal posts were stuck in the patient interface and were pulling out of the protective coating on other wires. The case had to be halted to remove the metal posts from the nim vital patient interface and to replace the trivantage tube. It was further reported the stimulus return was confirmed, visually with the small readout under the milliamp level and surgeon was moving prass probe from structure to structure with the stimulus sound set to continuous, they were not hearing any auditory feedback at times due to the known issue with auditory feedback on this setting as part of the most recent vital software update. No issues were reported with the console and it was displaying nerve activity visually during the case as expected, prior to the issue occurring. Further the surgeon stated they may have leaned against the patient interface and the wires from the trivantage tube during the case and this likely explains the bent appearance of the sheaths and also explains why there was separation of the sheaths from the metal. There was no patient impact.